Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 3 hours (20mar2024 at 05:52:48 ¿ 20mar2024 at 08:09:28 per timestamp). Throughout the entirety of the log file, a backup battery fault alarm is active due to the backup battery not passing the load test. The onset or resolution of this alarm was not captured within the log file. The driveline was disconnected for controller exchange at 08:08:59 on 20mar2024. No other notable alarms or events were active in the log files. Pump operation was not affected. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. Multiple good faith effort attempts were sent to retrieve additional information regarding if the controller exchange resolved the issue and if the patient had any issues following the exchange; however, no response was received. A root cause for the reported event could not be conclusively determined through this analysis. A corrective and preventive action (CAPA) was implemented to address backup battery faults due to the load test not passing; however, the system controller was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had emergency backup battery (ebb) fault alarms on (B)(6) 2024 and (B)(6) 2024. The patient had a new ebb replacement on (B)(6) 2024 and it was noted that the new ebb had 33 months of life left. On the morning of (B)(6) 2024 the patient saw an ebb fault when they ran a self test. The primary system controller and ebb were replaced that day in clinic. The patient had used this system controller since (B)(6) 2021.